Event description:
It was reported that a revision surgery was performed due to the patient was hearing a squeaking noise. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms responses to the clinical requests were not provided; however, per complaint details, a revision was performed due to an audible squeaking noise. The total hip system IFU [10/2014 81078790 rev. D] does note that audible squeaking (or clicking/popping/grating/grinding) should be carefully evaluated as they may indicate position changes in the components which may compromise the durability of the implants. Based on the limited information, the root cause could not be determined. Reportedly, there was no surgical delay or patient injury due to the revision; therefore, no further patient impact would be anticipated. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, design of device, fit/sizing, lack of ingrowth, lifetime of device, and traumatic injury. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.